Manufacturer narrative:
Device remains in patient. This is the final report.

Event description:
A report was received that the patient underwent a pocket revision due to difficulty charging. After the revision, the patient is reportedly doing well.